Event description:
It was reported that during a device change out for eri, the lead was capped and replaced due to an insulation anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.